Manufacturer narrative:
Unit had no button response on act button due to corroded keypad traces. Unable to test for battery out limit alarm due to no button response. Unit had a scratched display window, cracked case at display window corner (lower left and lower right corners) and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding. Customer's blood glucose was not reported. Insulin pump will be replaced.